Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation with a mean atrial pressure of 38 mmhg (under 1 catecholamine and respiratory support, ventilated; in society for cardiovascular angiography and interventions shock stage e) with a left ventricular ejection fraction of 40%. Impella cp was placed before percutaneous coronary intervention with ultrasound-guided micro-puncture via the left femoral artery and patient was transferred to the intensive care unit. During the night, patient was transferred to another center and the impella repositioned under echocardiography per best practices upon arrival. Patient was escalated to veno-arterial extracorporeal life support. Under combined support the percutaneous coronary intervention of left main, left anterior descending and 3 diagonal arms were performed. Furthermore, a pericardiocentesis was necessary. On the fourth day of support, the veno-arterial extracorporeal life support was decannulated and impella cp support maintained. On the fifth day, the patient developed a hemothorax and required blood products (3 packed red blood cells and 1 platelets) and two chest tubes. After an off-label prolonged use of 6 days, the impella cp could be weaned and removed, and the vessel was successfully closed with the pre-closure active system perclose proglide x2 without any hematoma or bleeding.

Manufacturer narrative:
Updated information: b5 narrative updated.

Event description:
A 65 -year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation with a mean atrial pressure of 38 mmhg (under 1 catecholamine and respiratory support, ventilated; in society for cardiovascular angiography and interventions shock stage e) with a left ventricular ejection fraction of 40%. Impella cp was placed before percutaneous coronary intervention with ultrasound-guided micro-puncture via the left femoral artery and patient was transferred to the intensive care unit. During the night, patient was transferred to another center and the impella repositioned under echocardiography per best practices upon arrival. Patient was escalated to veno-arterial extracorporeal life support. Under combined support the percutaneous coronary intervention of left main, left anterior descending and 3 diagonal arms were performed. Furthermore, a pericardiocentesis was necessary. On the fourth day of support, the veno-arterial extracorporeal life support was decannulated and impella cp support maintained. On the fifth day, the patient developed a hemothorax and required blood products (3 packed red blood cells and 1 platelets) and two chest tubes. (The field representative responded that the hemothorax was not believed to have been caused by impella.) After an off-label prolonged use of 6 days, the impella cp could be weaned and removed, and the vessel was successfully closed with the pre-closure active system perclose proglide x2 without any hematoma or bleeding.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name and serial number have been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.